Manufacturer narrative:
Additional suspect medical device components involved in the event: model #:sc-2218-50, serial #: (B)(4), description:linear st lead, 50cm.

Event description:
A report was received that the patient was experiencing intermittent stimulation. Lead showed high impedances. The patient underwent a lead revision procedure wherein one lead was explanted and was replaced with a new one. The patient was doing well postoperatively.

Manufacturer narrative:
Device evaluation indicated that the lead passed mechanical tests performed. The complaint has been confirmed. Visual and x-ray inspection of the lead revealed that all of the cables were completely broken at the bent/kinked location of the lead. The bent/kinked location is 1 cm from the set screw mark of the clik anchor. The broken cables resulted in the reported complaint of high impedance.

Event description:
A report was received that the patient was experiencing intermittent stimulation. Lead showed high impedances. The patient underwent a lead revision procedure wherein one lead was explanted and was replaced with a new one. The patient was doing well postoperatively.